Manufacturer narrative:
(B)(4). Evaluation: results: (arterial and venous occlusion); (narrowing and calcification in the iliac artery). Conclusion: (narrowing and calcification in the iliac artery).

Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as the aortic neck diameter at the renal artery was 22 mm, and 18 mm below the renal artery, the diameter is 23 mm. The iliac arteries are severely calcified bilaterally with some degree of stenosis. The main body was implanted from right access. The contralateral limb was implanted from the left access and implantation was successful. It was reported that five days post stent graft implant, there was lower limb ischemia caused by narrowing of the contralateral limb stent graft. The physician implanted another manufacturer's stent inside of the talent contralateral iliac limb and blood flow was restored. The physician's commented contralateral native iliac artery was narrow. No additional clinical sequelae were reported and the pt is fine.